Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, when the bag of endo catch was drawn closed with attached string, a fragment of plastic bag detaches from instrument. Potentially remaining behind in abdomen.

Manufacturer narrative:
Sample has been disposed of by the user.